Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the trunk cable was pulled from the strain relief. Upon evaluation the j702 connector was pulled from the distribution node (dn) pca. The cause of the inability to communicate is the damaged connector. The root cause of the damaged connector cannot be positively identified. No adverse event resulted from the damaged cable and wires.

Event description:
A u.s. Distributor returned electrode belt sn (B)(4) indicating that it could not communicate with a test monitor.